Manufacturer narrative:
Based on the comparison of the correct way of cable routing with the photos from the complaint it was confirmed that the cable tie was applied in the incorrect place at the assembly line. This error subsequently resulted in the damage of cable insulation and short circuit. The awareness was performed at an assembly line to address the issue and prevent recurrence. Arjo device failed to meet its performance specification since the power cord was damaged. The device was not used for a patient treatment when the failure occurred. This complaint is deemed reportable in abundance of caution due to allegation of power cord damage creating a risk of electric shock.

Event description:
Following the provided information it was alleged that the bed was causing room fuses being blown. Once bed was unplugged the problem was not observed. At the time of the event the device was not used with patient. No injury was sustained. The evaluation of the bed was performed by arjo engineer. It revealed that the indigo module power cable was pinched between the bed stabilizer arm and base frame, when the bed was lowered. The cable entrapment resulted in damage of both layers of the cable insulation and caused short, blowing fuses in the room electrical circuit. The device was repaired. The indigo power cable was replaced according to the procedures. The device was tested and correct functionality was confirmed.